Event description:
It was reported via facility medwatch# (B)(4) that guidewire tip detachment occurred. The target lesion was located in the right atrium. During pacemaker lead addition and generator change procedure, the physician encountered difficulties in positioning the left ventricular (lv) lead in appropriate branch. Several guidewire exchanges occurred to engage the proper position. It was observed that the 182cm mag j mailman guidewire distal tip broke off and was in the vasculature around the coronary sinus. An attempt to remove the device fragment was made but guidewire tip was not retrievable without performing open heart surgery. It was recommended that the detached distal tip remain inside the patient at this time but there was a risk of embolization. It was explained that magnetic resonance imaging (MRI) is not recommended with mailman guidewire and the pacemaker. The patient was referred to another cardiologist or computed tomography surgeon for a second opinion for treatment for the detached distal guidewire tip. The procedure was completed with a new lv lead and another luge wire. No patient complications were reported.